Event description:
It was reported the patient received the following results within 15 minutes: 356 mg/dl and 161 mg/dl.

Event description:
It was reported the patient received the following results within 15 minutes: 356 mg/dl and 161 mg/dl.

Manufacturer narrative:
Device received in a condition which made analysis impossible. An empty strip vial was returned for evaluation.